Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I hbsag next qualitative results on two patients. The customer provided the following data (alinity I hbsag next qualitative unit of measure s/co): patient 1: alinity I hbsag next qualitative initial result = 1.50, repeat result (after recentrifugation) = 1.10. Alinity I hbsag next confirmatory = positive, 2nd measurement = negative. Additional laboratory data: anti-hbs = 596. Remaining serology = negative. Hbs quantitative 0.02. Patient 2: date: on (B)(6) 2022. Alinity I hbsag next qualitative initial result = 6.70, repeat result (after recentrifugation) = 6.30. Alinity I hbsag next confirmatory = positive. Additional laboratory data: remaining serology = negative. Hbs quantitative = 0.04. Date: on (B)(6) 2022. Alinity I hbsag next qualitative initial result = 2.30, repeat result (after recentrifugation) = 2.70. Alinity I hbsag next confirmatory = positive. Additional laboratory data: remaining serology = negative. Hbs quantitative = 0.02. Date: on (B)(6) 2022. Hbv-pcr: negative. Sample from on (B)(6) 2022, retested on another analyzer (roche method): result = negative. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative inspected the alinity I processing module and determined the wash cup body, induction heater the likely cause and cleaned a significant number of crystals from the part. Cleaning the part resolved the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.